Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that the devices tubing separated from the male luer in-let port and there were signs of stress to the base of the male luer shaft (circumferential mark). Upon closer inspection it was found that there was a small solvent plow ridge present at the end of the tubing. Replication stress testing was performed on an in house sample. The first test found that a manual bending movement of the connector shaft created an opaque circumferential mark on the device. The second test performed was a pull test; the devices bond was found to fail after an excessive amount of force was applied. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink extension set ¿hub¿ separated from the tubing resulting in a leak. The set was being used with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.